Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 4 atmospheres, the balloon ruptured. The device was removed from the patient without any problem and the procedure was completed with a different device. No patient complications were reported and the patient condition was good.